Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse reviewed logs and found error 307 and replaced the double camera controller (doco). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The doco was returned for failure analysis, and the reported error was confirmed and replicated. System logs revealed errors 252 and 307. Upon visual inspection, no issues were found that would be related to reported event. The unit was installed onto a golden system where it was triggered indicating fault on the doco. The system failed error 252 and 307 at start up, but no doco on gemini download application (gdla). Failure analysis concluded that the bad doc board was the cause of this issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the system displayed error 252 and a power cycle did not resolve the issue. An intuitive surgical, inc. (Isi) technical support engineer (tse) guided the customer to review the error log, which showed error 307 (b=35, p1=37) indicating a controller-related fault. The tse then guided a hard power cycle, but the issue persisted, so the tse documented the information and initiated a work order for further support. The procedure was completed laparoscopically with report of patient injury.